Manufacturer narrative:
The manufacturer had previously reported that a ventilator's oxygen blending module board needed to be replaced to address an error code in the device's event log. The device's oxygen belnding module board was replaced. The device failed a step during testing. The device's interface board and internal tubing were replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board needs to be replaced to address the issue.